Event description:
It has been reported that a revision surgery was performed due to dislocation. The patient has become a recurrent dislocator with a ligament laxity disease. The surgeon believes the dislocations are self-inflicted.